Event description:
It was reported to philips that the system's host computer needed to be started manually, giving multiple errors and preventing image runs. The device was inside of clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up properly. Upon functional testing, the fse determined that the host computer was not booting up properly. The host computer needed to be started manually by pressing the host power. To resolve the reported issue, the fse replaced the cmos battery in host pc and ran number of scan but pc freezes. So, the fse updated the time and date through clinical ui and performed all relevant testing. After replacement of cmos battery and configuration of the date and time, the system was returned to use in good working order. The codes were updated based on the investigation outcome.